Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant in a mitroflow valve 23mm (valve-in-valve). During the first deployment attempt, the valve was noted to be too deep. The valve was re-sheathed. During the second attempt, the patient¿s blood pressure dropped. The user released the valve and landed too deep with a starting implant depth of 3-4mm, and final implant depth of 7-8mm. In the opinion of the user, there was sufficient calcium to allow anchoring of the device. Post-dilatation was performed due to supra-skirtal regurgitation. The patient is reported to be hemodynamically stable. There was no clinically significant delay during the procedure.

Manufacturer narrative:
An event of valve implanted too deep was reported. The valve was re-sheathed and there was drop in blood pressure during second attempt. It was reported that post-dilatation was performed due to supra-skirtal regurgitation. The valve was reported to be implanted at final implant depth of 7-8 mm, deeper than the optimal 3 mm depth. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve." And "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 06 november 2023, a 23mm navitor valve was chosen for implant in a mitroflow valve 23mm (valve-in-valve). During the first deployment attempt, the valve was noted to be too deep. The valve was re-sheathed. During the second attempt, the patient¿s blood pressure dropped. The user released the valve and landed too deep with a starting implant depth of 3-4mm, and final implant depth of 7-8mm. In the opinion of the user, there was sufficient calcium to allow anchoring of the device. Post-dilatation was performed due to supra-skirtal regurgitation. The patient is reported to be hemodynamically stable. There was no clinically significant delay during the procedure.